Event description:
Caller reported the check button and the up button on the pump are non- functional. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).